Event description:
Study event. Device malfunction: difficulty advancing rc, difficult epd retrieval. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, the physician had difficulty advancing the recovery catheter (rc) to retrieve the rx accunet embolic protection device (epd). He tried several recovery catheters which he reported were all difficult. A buddy wire was successfully used to retrieve the epd device. There were no reported adverse pt effects. Although requested, there is no add'l info available.

Manufacturer narrative:
The customer reported the device is not returning. The lot number was provided. Review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info.